Event description:
The doctor claims that the patch, implanted for a carotid endarterectomy procedure, using 6-0 prolene sutures with a non-cutting needle, leaked an unknown quantity of blood through its wall and the suture line. The pt had been heparinized as well as given dextran at the start of the case. The leakage stopped in approximately 45 minutes with gelfoam and protamine. Patch left in. Procedure completed successfully. Pt's condition is fine.